Event description:
The surgery center reported having a thin epithelial impartial flap on the patient¿s left eye. As a result of the impartial flap, the procedure was aborted and not completed. The surgeon placed a bandage contacts lens. The surgeon indicated he had difficulty attaining suction on a hyperopic patient. An abbott medical optics medical affairs representative spoke to the surgeon via phone and answered all the surgeon¿s concerns and questions. The right eye¿s flap was lifted successfully and right eye fine. Through follow up, the surgery center stated the patient¿s post-operative bcva was the same as the pre-operative bcva 20/25 os. The patient is not yet rescheduled and may not be until the fall due to various scheduling considerations with the patient.

Manufacturer narrative:
UDI: (B)(4). The manufacturer record review for the patient interface-concomitant product was reviewed. No deviation or assignable cause was identified related to flap issues-thin flap when the production order was manufactured. The directions for use (dfu) sections provide the customer with information on properly handling the pi assembly. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.